Event description:
It was reported that the patient presented to clinic for a follow up. Device interrogation revealed that the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.